Manufacturer narrative:
Due diligence attempts to obtain additional details regarding recipient status were unsuccessful. Additional information will not be provided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced electrode migration due to multiple skin flap revision surgeries. Revision surgery will be scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly underwent an initial primary closure surgery due to implant extrusion at the magnet site. The device became exposed again and the recipient underwent a temporal parietal fascia local flap surgery. A CT scan then revealed electrode migration outside the cochlea. Due diligence attempts to obtain additional details regarding the multiple skin flap surgeries are complete and no additional information will be provided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
On (B)(6) 2019, the recipient reportedly underwent skin flap surgery. The recipient presented with puffy skin at the implant site, which appeared fluid filled after the procedure. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.